Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous potassium (k) results, generated by the synchron lxi 725 clinical system. Two examples of the erroneous results were provided. The initial k results were 7.10 and 6.95 mmol/l. These results were immediately rerun by critical rerun and the results were 4.03 and 3.98 mmol/l. These samples were re-tested on a different instrument, the results were 3.68 and 4.03 mmol/l. The erroneous results were reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Prior to the event, the system calibrated successfully and qc recovered within the lab's established ranges. The field service engineer (fse) did troubleshooting and found that the ratio pump was locking up without giving an error code. The pump was replaced. As of 2008, there were no further incidents. Hardware issue may have contributed to this event; however, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.